Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had an unresponsive act button due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker. Moisture damage was noted on the display board.

Event description:
Customer called to report the insulin pump had unresponsive buttons after being exposed to water. Blood glucose reading was unknown at the time of the call. Adivsed that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).